Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Product labeling states: if your display is not functioning properly, do not perform further tests as results may be misread if a segment is missing. Contact your local customer support and service center in this case.

Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). Customer stated the meter had been shutting down during a test and displaying error 3. Error 3 indicates the test strips being used are expired. The customer performed a display check and segments are missing from the results field. This issue could cause the misinterpretation of test results. There was no allegation that any test results had been misinterpreted.